Event description:
It was reported that the patient never had therapeutic effect. It was noted that the patient¿s stimulation device was no longer helping with any of her pain. It was noted that the stimulation device was no longer helping with any of the patient¿s pain. It was noted that the device stopped working about 3 years after it was implanted. It was noted that the doctor felt that the leads were positioned incorrectly. It was noted that the shooting pain down the patient¿s legs stopped and she only felt pain in her lower back. It was noted that the reprogramming was tried on the device in the past. It was noted that the patient planned to have the scs removed. It was noted that there was 20 percent battery left. Additional information received reported that the patient had further degeneration of the spine and needed more surgery prior to the implantable neurostimulator (ins) replacement in 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# j0348807v, implanted: (B)(6) 2004, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3998, lot# j0348807v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Manufacturer narrative:
.

Event description:
Additional information received reported that the patient had to go with the pump because the implantable neurostimulator (ins) would not touch the low back pain anymore. It was noted that the doctor suggested redoing the whole thing and that the leads needed to be moved higher or lower. It was noted that the patient had surgery in 2006 or 2007.